Event description:
It was reported that pump generated cartridge alarm 20 and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged pump replacement while caller declined offer of out-of-warranty loaner pump.